Event description:
It was reported that decreased sense amplitude and increased capture threshold were noted. The lead was observed to be dislodged due to twiddlers syndrome. The lead was repositioned successfully. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.